Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaints were confirmed. The device's sensor board was replaced to address the "service required" alarm condition. The device's power supply was replaced to address the power issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.

Event description:
The MFR received info from a third party service ctr alleging a "service required" alarm condition occurred and the ventilator would not power on with ac power. There was no harm or injury reported.